Event description:
Report received of an undocumented incident of a nurse attempting to do an IV push with the 10cc ansyr syringe, through a running IV. It was reported that the nurse was doing a "slow push" when the plunger became stuck. The nurse was reported to push harder which caused the pt's vein to "blow". The pt was reported to have developed a sore, which was treated. There was no report of adverse pt effect. Add'l pt and event info was requested, but no further info was available.